Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 11/06/2015, to report a patient hospitalization that occurred on (B)(6) 2015. Patient reported wearing dexcom continuous glucose monitor (cgm) at the time of the event. Patient stated that the dexcom device did not malfunction and he was not experiencing any current issues with performance. Additionally, patient reported that alarms worked properly. Patient reported that he called 911, and was admitted to the hospital for diabetic ketoacidosis (dka). Patient reported blood glucose (bg) level was at 500mg/dl at time of hospital admission. Patient reported that he was administered an intravenous (IV) saline drip. At the time of contact, patient reported that he is still currently in the hospital, feeling physically weak, but otherwise ok. Additionally, patient reported that upon hospital admission, the doctors removed transmitter and threw it in the trash. No additional event or patient information is available. There was no alleged device malfunction. The complaint states that the patient was hospitalized as a result of diabetic ketoacidosis (dka). It should be noted that diabetes mellitus is a known cause of dke.